Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to faulty force sensor resistor also, unable to perform prime test and excessive no delivery test due to motor error alarm. The buttons responded properly. No moisture damage was found on the button keypad trace noted. Pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, displacement test and rewind. The motor passed the motor test. The insulin pump had minor scratched display window and cracked battery tube threads. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 25mmol/l. The customer was not able to erase the alarm. The customer stated the drive support cap is a bit loose. The customer went back on manual injection. The customer was advised to contact hospital for a new pump.